Event description:
As reported by the user facility: the red clamp on drip chamber was in open position and chemo leaked out because it wasn't closed during compounding. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.